Event description:
Caller states that she obtained a result of 408mg/dl on the device and took 12 minutes of fast acting insulin and 12 units slow acting insulin, she reports that after taking the insulin she was shaky, sweaty, unsteady gait. She reports that she was admitted to the hospital where she remained for 4 days. No treatment information provided. No strip information was provided no quality controls were used. Requested return of suspect device and replacement was sent.